Manufacturer narrative:
Additional information- event date added. No patient involvement- info added to section b5.

Event description:
No patient involvement.

Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, they were unable to replicate the issue but saw it in the even history. It is unknown what caused the issue but the main pc board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system failure back up audible alarm. There were no reported adverse events.